Manufacturer narrative:
Although the doctor's office identified seven (7) different lots associated with the debonding, she could not verify which lot was used on each patient; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4619346, 4638439, 4699954, 4299219, 4518176, 4627334, and 3610237. The doctor's office could not recall patient or incident details. The doctor re-cemented the crown using a different product, without further incident. To date, the patient is doing fine. A 'get time' and 'set time' test of the returned sample of lot 4619346, 4518176, and 4627334 were evaluated yielding results within specifications. An 'adhesive strength' test was evaluated yielding results within specifications. The return product of lot 4638439 was received in a condition making evaluation impossible; therefore, a 'gel time,' 'set time,' and 'adhesive strength' test of the retained sample was evaluated yielding results within specification. A DHR review for lots 4619346, 4518176, 4627334 and 4638439 revealed that there were no deviations from the manufacturing process. In addition, there were no similar complaints received with regard to these lots. Lot numbers 4299219 and 3610237 were identified as an expired lot; therefore, no further evaluations are necessary. Lot number 4699954 has been identified as an affected lot which is part of an ongoing maxcem elite recall; therefore, no further evaluations are necessary.

Event description:
A doctor's office alleged that ten (10) patients had experienced a debonding of a crown after placement with maxcem elite. This is the third of ten (10) reports.